Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a spinal fusion surgery at t6-7. During the surgery, rhbmp-2/acs was used. Sometime postop, the patient experienced ¿severe pain, which was much worse than the pain she experienced before undergoing surgery¿ and has pain under her shoulder blades. The patient is also reportedly chronically fatigued, easily out of breath, cannot sit or stand for long periods, and is congested and cannot sleep well. Patient continued treating with surgeon until (B)(6) 2011.